Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid, in a vial. There was residue on the lens surface. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, -10.0/+2.5/110 (sphere/cylinder/axis) into the patient's eye, it flipped upside down. This occurred on (B)(6) 2020. Reportedly, the lens was then removed and no patient injury occurred. Attempts to obtain additional elevation have not been successful.